Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Proper device operation was observed through functional and performance testing. The electrodes were not returned to physio-control for evaluation. Following evaluation, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not show an ECG when the electrodes were connected to the device. They then switched to different electrodes; the ECG curve was available, and a defibrillation shock was administered to the patient. After a moment the device lost contact with the electrodes again. A second ambulance arrived and the same therapy cable was connected to a back-up device and it worked correctly. The patient was transported to the hospital. There was patient use associated with the reported event however, there was no negative outcome for the patient reported.